Manufacturer narrative:
An event regarding pain involving a trident shell was reported. Shell malposition was confirmed through the medical review. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. The device remains implanted. Medical records received and evaluation: a medical review was performed and concluded: "no evidence for device-related mechanisms in the failure scenario is present. The complaints relate to size and position of the right hip cup with adverse effects upon the soft tissues around the hip arthroplasty and are not in any sense related to the materials or manufacturing properties of the devices implanted. This (B)(4) case is not device related." Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: a medical review was performed and indicated the cause of the pain related to component malposition. There was no indication of a device related issue on review of the medical review. No further investigation is required at this time. If further relevant information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Patient is experiencing pain in both hips. This report is for the right hip.